Manufacturer narrative:
Retainer = black customer returned insulin pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2021. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files traces, and long trace history. Critical pump error (open book image) alarm triggered pump error 3 alarm on (B)(6) 2021 6:18:10 pm, (B)(6) 2021 6:17:43 pm and (B)(6) 2021 6:07:15 pm. Pump error 3 alarm due to hardware software issue. The following were noted during visual inspection fading serial number label. No unexpected power loss alarm noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Detailed trace analysis did not confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage did not drop below 3.5 volt for consecutive 240 minutes. Critical pump error (open book image) alarm confirmed due to pump error 3 alarms. Pump error 3 alarm due to software issue. No unexpected power loos noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image on the screen. Troubleshooting was performed. Replace battery alarm was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.